Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2019 that the patient had major bleeding and infection. The patient was currently admitted to the hospital for infection with h&h trended down. Fecal occult blood test was positive, however it could not be confirmed that the anemia was caused by the gi tract. The patient was unable to complete any diagnostic tests due to active c diff infection. The patient was transfused 1 unit prbc and h&h rose to 7.5 and 25.7 and will have follow-up with gi as outpatient. No further information was provided.

Manufacturer narrative:
Investigation summary: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The account communicated on 12feb2019 that the patient had major bleeding and infection. The patient was admitted to the hospital for infection with h&h trended down. A fecal occult blood test was positive, however it could not be confirmed that the anemia was caused by the gi tract. The patient was unable to complete any diagnostic tests due to active c-diff infection. The patient was transfused 1 unit prbc and h&h rose to 7.5 and 25.7 and will have follow-up with gi as outpatient. Additional information was provided that the patient received a blood transfusion. The bleeding was reportedly resolved. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further events have been reported at this time. The heartmate 3 lvas IFU lists bleeding and infection as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU also provides information regarding how to prevent infection. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's referenced infection was reported within MFR. Report number 2916596-2019-01233.